Event description:
X-rays taken in may 2009 showed the iliac connectors had disassembled from the cmas screws on each side of the construct.

Manufacturer narrative:
(B) (4): no product was returned for evaluation. X-rays showed an expansive construct from t2 to the sacrum. The iliac portion of the construct failed on both sides. On one side of the connector came off the main construct and on the other side the screws came off the connector (refer to MFR # 1030489-2009-00573).